Manufacturer narrative:
The front panel was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
B4: 13aug2021. The field service engineer (fse) confirmed the reported failure. The front bezel was replaced to resolve the issue. The unit was tested and it was returned to service. No part was returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported navigation ring is not functioning. There was no patient involvement.